Manufacturer narrative:
E1:name(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
Event occurred in netherlands. It was reported that patient experienced kinked cannula causing occlusion.